Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383059 implantable pacing lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient feels palpitations when driving patient's own hybrid car. The device remains in use. No patient complications have been reported as a result of this event.